Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; one device had loose components, two devices had broken/damaged components, one device had a cracked component, one device had a disconnected component, one device had a stripped component, and one device had a bent component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, where it was reported there was accessible electric current. There was no patient involvement.